Event description:
Account initially got a negative result for leukocytes on a pt. Urine sample. When examined microscopically, the result was about 50 wbc's/hpf. Erroneous results were not reported. The field service representative was not able to determine an exact root cause, but noted the possibility of bad reagent strips. Customer ordered a new reagent strip cassette, ran 10% bleach through instrument followed by distilled water. Performance tests were performed and within specification.